Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6),+24.0d) was implanted backwards during a patient's primary cataract surgery. The surgeon exchanged the lal for another lal during the same surgery.

Manufacturer narrative:
Manufacturer reference #: (B)(4).